Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of does not recognize a closed door through the observation of a close door message, but could not reproduce it during eval. Eval determined the cause to be a damaged lower hook switch. The lower auxiliary assembly was replaced to correct the condition.